Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device depleted quickly. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: lv/is10 oscor medical competitor lead, implanted (B)(6) 2006; 0158 boston scientific competitor lead, implanted (B)(6) 2003; 4087 boston scientific competitor lead, implanted (B)(6) 2003. (B)(4).